Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead impedance had been dropping since a previous generator changeout. The lead was attached to an analyzer and had a normal impedance. When reconnected to the device again, the impedance dropped again. The lead was connected to a new device, but the lead impedance was still low. To avoid adding potential risk to the patient, the physician opted to leave the ra lead in use. No patient complications have been reported as a result of this event.